Event description:
Subsequent information received 7/6/2012 stating, the subject presented on (B)(6) 2012 at 2213 with complaints of chest pain and pressure since 1500. On (B)(6) 2012 the subject had negative vq scan followed by catheterization and non-abbott stenting of the target lesion. The subject was discharged to home on (B)(6) 2012 and switched from plavix to effient. No additional information was provided.

Event description:
It was reported that the index procedure was on (B)(6) 2010. On (B)(6) 2012, the subject presented emergently with unstable angina and recurrent ischemic symptoms lasting 10 minutes or more. Cardiac enzymes were tested and new st elevation, depression or bundle branch block (bbb) was noted. Angiography noted in-stent stenosis of the first obtuse marginal artery. The subject underwent repeat revascularization of a type c 99% lesion reduced to 0% with timi 3 flow pre/post procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. The patient was discharged (B)(6) 2012. It was noted that the physician was unable to determine definitively if this event was related to the device or to the disease. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, and restenosis, as listed in the instructions for use (IFU), are known adverse patient events associated with coronary stenting procedures. It should be noted that the IFU, states: the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). (B)(6). Indications for use - non de novo lesion. The stent remains in the anatomy; the stent delivery system (sds) was discarded. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.